Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had keypad unresponsive. The customer blood glucose level was unknown. The customer was not assisted with troubleshooting. Customer stated that the insulin pump pressing menu button does not take them to the menu screen, center button doesn't work, so she can't unlock the pump. Customer also stated that the buttons presses may be delayed or failed to respond. The device will not be returned for analysis.